Event description:
Consumer reported she used 1/2 cc syringe for insulin injection on her left thigh and (36) hours later, she had a red spot at the injection site. She went to see her primary doctor who started her on oral antibiotics (keflex 500 mg) for 10 days; the antibiotics raised her blood sugar to 500. She went to see another doctor who started her on levaquin 500 mg. Doctor lanced the site, and it drained large amount of fluid with odor. Two days later, she was hospitalized and had surgery for infection which reached her muscle, and removal of 1/2" of her muscle was required.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.